Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the implantable cardioverter defibrillator performed inappropriate shock due to incorrect interpretation of signal. Programming changes were performed. The patient was in stable condition.